Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with multiple infusion set changes over two days, noting each cannula appeared straight and normal and that all affected sets came from the same box (lot 6011164). Symptoms included elevated blood glucose, with a reported value of 252 mg/dl, and no other symptoms. Outcomes included the user¿s decision to discontinue pump insulin delivery temporarily and use multiple daily injections until replacement supplies arrive. Investigation included troubleshooting education, confirmation of correct insertion technique and supply change process, review of potential site issues, and issuance of replacement infusion sets as a goodwill measure. Investigation of this case revealed no device alarms or malfunctions and suggested a potential supply issue confined to a single box, with hyperglycemia cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.